Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The evis lucera bronchovideoscope exhibited that coating was peeling off the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
Updated d8 and h3. Corrected e1 establishment name address. Corrected h6 health effect-impact code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to applying the following stress to the insertion section. Physical stress by rubbing/hitting the insertion section, or the like chemical stress from reprocessing not recommended by IFU (reprocessing manual) stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays and/or ultraviolet rays, etc.) The event can be detected and prevented in accordance with the following instructions for use (IFU). 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube, including the bending section and the distal end, for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. A review of the device history record and historical complaints analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor the field performance of this device.